Event description:
(B)(6) was implanted with elevate on (B)(6) 2009. On (B)(6) 2010 subject stated they were having urinary urgency and frequent voids. The site states the event is possibly related to device and procedure. The pt was prescribed the medication detrol, and the issue resolved on (B)(6) 2010.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.